Manufacturer narrative:
A review of complaints did not identify any atypical complaint activity that would indicate a product deficiency. The architect ausab reagent 1l82-25 lot 05266lf00 appears to be performing acceptably. In addition there is no malfunction as the axsym ausab package insert provides additional instructions for evaluation of grayzone results and the customer also stated in the complaint text that they feel comfortable with the reactive results on the architect i1000sr instrument and will start releasing assay results. Abbott medical affairs have also provided input that low titres of anti-hbs can be observed even after booster immunization. The customer forwarded data which demonstrates that the architect ausab assay returned 100% agreement with a reference method (unknown).

Event description:
The customer stated an employee generated a false (B)(6) result on the architect ausab assay. The employee had been (B)(6). A (B)(6) result was generated on axsym but the sample was (B)(6) on architect. The sample was sent to a reference laboratory and yielded a (B)(6) result on the vitros method. Another sample was obtained from this employee and yielded an initial (B)(6) result on axsym and when retested in duplicate, results were (B)(6). The sample tested (B)(6) on the customer's architect i1000sr and also (B)(6) on an i2000 at another laboratory. There was no report of impact to patient management.

Manufacturer narrative:
Corrections were made to device manufacture date.

Manufacturer narrative:
No consequences or impact to patient; (B)(4). (B)(6) test results; (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.